Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the staples did not form properly at the end of the staple line. No pt injury was reported. Another device was used to finish the procedure.